Event description:
It was reported that the spring wire guide (swg) was passed through the catheter, however, while removing the swg, they noticed that the material of the swg was too smooth to be removed alone. As a result, the catheter was removed. A new one was used and this one worked fine. There were no consequences to the pt. Additional info was received from the (B)(6) complaints coordinator on 05/04/2010, which stated that the smoothness of the swg was how the doctor described it. The catheter and the swg were removed simultaneously. A new catheter was placed successfully. This pt is okay. Further additional info received from (B)(6) on 05/12/2010, stated that the swg did not unravel.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device eval: one swg was returned for eval. The sg was kinked at the distal end & the core wire was found broken adjacent to the proximal weld. Discoloration at the broken end of the core wire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation & necking of the swg in the area of the break. The proximal weld appeared full & remained attached to the unbroken coil wire. The distal weld remained intact. Based upon the measured length of the broken core wire, no pieces appeared to be missing. The diameter of the swg was measured & found to be within spec. The product's instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that use of excessive force during removal could damage or break the swg. The device history records for the swg were reviewed with no findings relevant to this complaint. Upon receipt of the sample, swg unraveling was confirmed through visual inspection. No mfg defects were found during this investigation. Swg's of this size are designed & mfg to withstand a tensile force of 2.75 pounds force. This internal spec is higher than the bs en iso (B)(4) pounds force for this size swg. The selected insertion site & pt anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design spec is applied during removal. Based on these circumstances, the potential cause of this issue is procedure/pt anatomy related.